Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. Despite delivering boluses, the patient's blood glucose (bg) levels reached 580 mg/dl while wearing the pod longer than 48 hours. The patient was treated with insulin, potassium and magnesium; these were all administered intravenously the patient was released after spending 4-5 hours in the ER, with a bg level of 267 mg/dl. The patient's blood glucose and insulin history are as follows: (B)(6).